Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in emergency room (ER) due to a vibratory alert from their device. The patient's implantable cardioverter defibrillator (ICD) was in backup mode. The patient was asymptomatic. The ICD was reprogrammed. The patient was stable.